Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic nephroureterectomy, the device gave an error tone and the active blade broke in half. The blade has not been located and an x-ray will be performed at the end of the procedure. Another device was used to complete the procedure. Additional info received on 11/20/2009: the blade was found outside the pt.